Event description:
Same pt as manufacture # 6000089-2005-00573, 6000089-2005-00597. It was reported that 1 day after a coronary drug eluting stenting treatment procedure, the pt expired. The 85% stenotic lesion was locatd in the mid obtuse marginal (om). The lesion was predilated with a quantum maverick balloon. After predilation the physician attempted to reach the lesion with a taxus express2 - 2.5 x 16 mm drug eluting stent. However, prior to reaching the om the circumflex (cx) vessel spasmed, thus causing the stent to dislodge rom the delivery balloon. The undeployed stent remained in its position and it was deployed in the cx using a quantum maverick balloon. It is noted that the cx lesion was 50% stenotic. The physician then successfully completed the procedure with a cypher and a taxus express2 - 3.0 x 16 mm drug eluting stent in the om and the pt returned to the floor. The next day the pt presented with chest pains and subsequently expired on the floor. The cause of death is unk and no autopsy will be performed.